Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they're trying to initiate therapy but keep getting low flow & air leak alerts. Swapped out arctic sun device and pads before calling. 4 pads connected. Water flow rate (wfr) was 1.5 l/m. Walked through stop therapy, disconnect, empty pads and reconnect using proper technique. Restarted therapy and water flow rate (wfr) stabilized at 2.9 l/m. Encouraged them to call back if any alerts return. Sn (B)(6). Per follow up information received via phone on 27feb2026, spoke with charge nurse who stated they had a biomed come check the device because they had more patients to treat. The device checked out fine, so they assumed it was a pads issue. Pads confirmed as size large. The biomed did not test them. The pads were retained in a bag. Provided hospital address.